Event description:
It was reported that the pacemaker potentially exhibited loss of capture (loc) on the right ventricular (rv) channel. The patient reported they were feeling a shock feeling in the pacemaker pocket. The health care professional (hcp) called technical services (ts) to review the reports. Ts found possible loc on the rv channel and an alert that indicates the right ventricular automatic threshold detected is greater than the programmed amplitude or was suspended. Ts advised the emergency room physician to consult cardiology. The device remains in use. No adverse patient effects were reported.